Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator allegedly shut down while in patient use. The patient was taken to the hospital for treatment. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an oxygen concentrator shut down while in patient use. The patient was taken to the hospital for treatment. The device has yet to be returned to the manufacturer. A follow up report will be filed when the manufacturer has completed the investigation.